Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2023-35790 related manufacturer reference numbers: 2017865-2023-35791 related manufacturer reference numbers: 2017865-2023-35792 it was reported that the patient presented in clinic for follow-up due to pocket wound dehiscence. It was determined that the patient had developed infection and suffered from suspected endocarditis. The whole system including the implantable cardioverter defibrillator, right ventricular lead, right atrial lead and left ventricular lead was explanted and replaced by a leadless pacemaker. The patient was discharged.